Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump ran out of insulin faster than anticipated. It was also reported that the pump did not declare a low insulin alert when the cartridge was low on insulin. The contact reported that the customer's blood glucose level was 95 (mg/dl). Reportedly, the contact is unsure of how much insulin was originally loaded into the cartridge. A new cartridge was loaded onto the pump so that the customer could resume insulin.